Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button required multiple presses to elicit a response. The patient denied damage to the keypad and no moisture exposure. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.